Manufacturer narrative:
Date of explant corrected to reflect (B)(6) 2021 instead of (B)(6) 2021. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04401. It was reported that the patient experienced ineffective stimulation. Migration was confirmed via imaging. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.